Event description:
It was reported that the atrial lead exhibited noise. The atrial lead noise was not reproducible during generator change on (B)(6) 2022. No intervention was performed. No patient consequences.